Manufacturer narrative:
Date rec¿d by MFR : 07aug2019, date of report : 27aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported watch dog test failed issue. The fse replaced the (cpu) central processing unit (pcb) printed circuit board to address the reported problem. The fse replaced the cpu pcb and retested the unit. After the cpu was replaced the unit operated correctly and passed all the required tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug2019.

Event description:
The customer reported watch dog test failed. There was no patient involvement.

Manufacturer narrative:
MFR received date: 17 oct 2019. The central processing unit was received for failure investigation. Throughout testing, no component fault was found. Failure investigation was unable to replicate the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported watch dog test failed. There was no patient involvement.